Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c-33. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The probable root cause of error c-33 points to a high frequency (hf) voltage measurement value too high in on state.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered an error c-00 on the integrated electrosurgical unit (iesu) or erbe. The technical support engineer (tse) confirmed an error c-33 on the erbe in the system logs. The customer could not resolve the error and was advised to prepare the third party f10 generator for the case. The procedure was completed with no reported injury.